Event description:
The pt felt constant pain at the lead sites along with shocking in his right leg and undesired stimulation in his left leg whenever he increased the stimulation. He had to decrease the stimulation to control the new pain which started an hour after the last programming adjustment. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).